Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2014 due to multi-system organ failure after approximately 1.5 years of lvad support. The patient had been admitted on an unspecified date in (B)(6) 2014, and infection within the lvad was suspected. The patient did not wish to have a pump replacement and was discharged on palliative antibiotic therapy. It was also reported that the patient had recurring nose bleeds, renal insufficiency, hepatic insufficiency, and recurrent pleural effusions toward the end. It was noted that the patient had been implanted as a destination therapy candidate due to a history of renal cancer.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.